Event description:
A complaint was received from a customer that reported when they used excel off brand reagent the meter would not countdown and provide a result. No blood sugar result to a diabetic could represent a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagnet. Bayer supplied product was provided and the customer was encounraged to contact the 24/7 customer service line if any additional problems were encountered.